Event description:
A malfunction was reported by the customer on their insulin pump. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.